Manufacturer narrative:
The insulin pump had no button response due to a missing keypad dome switch on the act, escape and b buttons. No button error alarm was noted during testing. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a peeling keypad overlay and a missing end cap sticker.

Event description:
Customer reported via phone call that the insulin pump alarmed button error. Customer stated that the button cover is peeled off. Customer stated that it had something under the button and customer had to peel it. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.